Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl, ketones and was comatose. The customer went to the emergency room (ER) on (B)(6)2026 and was subsequently hospitalized in the intensive care unit (ICU). The customer received an insulin drip to address the bg. Reportedly, the pump unexpectedly shutdown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.